Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after insertion, the device was not able to be pushed forward or pulled back. Suture deployment was attempted; no suture was seen with plunger removal. After manipulating to remove the device, it was felt there was something wrong. The proglide guide was noted to be broken into two pieces. The vessel was incised, and the distal portion of the device was removed. The tavr procedure was completed. Surgical suturing was used to achieve hemostasis. The patient received two units of blood due to cut down bleeding. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation and ¿no suture seen with plunger removal¿ were confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.